Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead was difficult to insert into the device header. The lead was eventually inserted and secured into the device.